Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebz0958 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was leaking at the connection between the hub and the extension set. No patient harm reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in the extension leg was confirmed. One 3 fr s/l powerpicc provena was returned for investigation. Evidence of use was observed on the complaint sample. A breach was observed in the extension leg within the distal end of the purple connector. A microscopic examination of the adjoining surfaces of the breached extension leg revealed a rough and uneven surface. Lines that resemble beach marks were also observed on the surface of the breached tubing. A lot history review (lhr) of rebz0958 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was leaking at the connection between the hub and the extension set. No patient harm reported.